Manufacturer narrative:
(B)(4). The medical device expiration date is unknown as the lot number is unknown. Medical device manufacturer; manufacturing location: the manufacturing site for this device, vip packaging, is an OEM manufacturer. (B)(4) headquarters in (B)(4) is used for these fields. (B)(6) the device manufacture date is unknown as the lot number is unknown. Device evaluation: photos are available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the cleaning staff was picking up the suspect device from the dirty utility room and sustained a needle stick injury from an unspecified device that protruding through the side wall of the collector.

Manufacturer narrative:
Devic evaluation: result - a sample was not available for evaluation but the customer returned photos of the device. The manufacturing site assessed retention samples of both cavities of the reported lot 16237001. Magnamike wall thickness assessment of both retain samples showed the area (rear back rhs edge) shown in the images provided to be above the production wall thickness minimum of 1.2mm measuring between 1.4 ¿ 1.7mm. The container has a ¿fill level¿ indicator to ensure needles or sharps do not protrude beyond the level. The container and the minimum wall thickness indicates that under normal use the container is puncture resistant but is not puncture proof if sufficient force most probably due to over filling is exerted. In one customer provided photo, it appears the container was filled past capacity. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 16237001. Conclusion - an absolute root cause for this incident was not determined. Note, the product is designed to meet niosh guidelines for safe disposal. These containers are puncture resistant not puncture proof.